Manufacturer narrative:
The manufacturer previously reported no information in reporting address state, wrong information in reporter country and serial number. After review, it was determined that reporting address state should be filed as tx and reporter country should be filed as united states and serial number as (B)(6). Reporting address state, serial number and reporter country corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information liver disease/toxicity. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.